Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with cracked display window corner noted. Device passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test , occlusion test, unexpected restart error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No backlight anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on (B)(6) 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the act and the arrow buttons had to pressed a little harder and there was a thin crack on the face of the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.